Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that, patient faced infusion set block alarm event due to blocakage on 26-may-2024. The blockage was located at the site no further information available.